Event description:
It was reported that the right ventricular (rv) lead impedance had been gradually rising into a high range. Thresholds and sensing were noted to be stable and within normal limits. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. 5076 implantable pacing lead (B)(6) 2005.